Event description:
Caller reported that cartridge alarm 30 occurred during the pumping process. Blood glucose level was displayed as "high," and the customer took corrective action by administering a correction injection via multiple daily injections (mdi). There was no involvement of a third party for assistance. Tandem technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was informed about receiving a replacement pump and the associated steps, including returning the defective pump within ten days using a provided return box and pre-paid label, which the customer understood and acknowledged. Additionally, training for the new pump would be available in the customer's tandem source account.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. The customer continued to use the pump for insulin therapy.